Event description:
A cartridge alarm 30 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue without further complications.